Event description:
It was reported that multiple asystole episodes were noted on the device few weeks post implant possibly due to undersensing and electrode loss of contact. The device sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was further reported that the ilr (implantable loop recorder) was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.